Event description:
Drager vent alarm device failure times 3, after approximately 2 minutes being connected to patient. Ventilator disconnected from pt and manual ventilation with ambu bag resumed. No adverse effect seen in patient.